Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Serial number not available at time of report.

Event description:
The customer reported that the device fell on the ground, and broke. It turns on, but it cannot do anything else. The cause of the fall was not known at the time this report was due. There was no adverse event or patient harm reported.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.